Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was having trouble inserting his sensor. When he inspected it he saw the tip of the needle had broken off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base with a hook at the tip of the insertion needle. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Needle break was not detected during analysis.